Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). We have examined the reference sample of the affected batch in our laboratory. We were wholly unable to replicate a failure of the mixer under proper usage of the system. A determination of the definite cause of the failure of the mixer could not be determined in consultation between synthes¿ product management and the user. The product was manufactured per specifications. No product defect exists.

Event description:
It was reported that the cement mixer broke while syringes were being filled. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4): device history report review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4)